Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos) noted on the current electrograms (egm) causing the cardiac resynchronization therapy defibrillator (crt-d) to pace beneath the lower pacing rate. The device and lead remain in use. No patient complications have been reported as a result of this event.